Event description:
It was reported that the swg (spring wire guide) was found a slight resistance during function testing from the advancer after opening the package. Then performing puncture, the ars (syringe) was found leakage during usage on the patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned an opened cvc kit with multiple components. The arrow raulerson syringe, the introducer needle, and the guide wire will be analyzed as part of this complaint investigation. Visual analysis revealed that the guide wire contained one kink near the middle of the guide wire. A minor kink/bend was also noted near the proximal weld. Additionally, the distal j-bend appeared slightly misshapen. No other defects or anomalies were observed. The kink in the guide wire measured 316mm from the proximal end. The minor kink/bend measured 32mm from the proximal end. The guide wire length measured 457mm, which is within the specification limits of 450mm-458mm per the marked guide wire graphic. The guide wire outer diameter measured .805mm, which is within the specification limits of .788mm-.826mm per the marked guide wire graphic. The guide wire was passed through the ars/introducer needle subassembly. Little to no resistance was observed. A manual tug test confirmed that the distal end proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit states "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The IFU also cautions "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink and a slight bend on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/ars resistance - kinked.

Event description:
It was reported that the swg (spring wire guide) was found a slight resistance during function testing from the advancer after opening the package. Then performing puncture, the ars (syringe) was found leakage during usage on the patient.